Event description:
During an in-clinic follow-up, there was a decrease in high voltage and pacing impedance values on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of low pacing lead impedance and low high voltage lead impedance were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching all the lumens proximal to suture sleeve tie impression. The ring electrode, right ventricular cables coatings and polytetrafluoroethylene (ptfe) liner of the inner coil were also abraded. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can.